Event description:
The clinic reported the vitrectomy surgical mode failed to cut on the phacoemulsification system. There was no pt injury reported.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo service tech at the customer's location. The service tech found a leak at cut valve for vitrectomy function. In order to resolve leak, the front panel assembly was replaced. Performed complete functional check of system unit meets all amo specifications.